Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed that the suction valve remained depressed and the valve could not be removed from the endoscope. In addition, it was confirmed that a foreign material which looked like a clip was clogged near the outlet of the suction cylinder. X-ray investigation confirmed that the clogged foreign material interrupted the valve to go back to normal position. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the above evaluation results, it is surmised that the suction did not work because of the clogged foreign material.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified diagnostic procedure using the subject device, the suction valve of the subject device did not work properly and hemostasis using an unspecified clip was disturbed at the end of the procedure. The patient was immediately transferred to another hospital. The intended procedure was completed in the hospital. It was reported that patient condition was stable. The user facility assumed that the suction valve of the subject device did not work properly because the endoscopic image became poor visibility due to bleeding and user facility sucked the clip in the channel of the subject device by mistake.